Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. The product investigation could not identify a root cause. Not enough info was provided to properly complete an investigation. Add'l info has been requested. (B)(4).

Event description:
A consumer reported having bilateral lens (iol) implant surgeries in 2011 and has been experiencing "unfavourable outcomes." The consumer reported near vision iol was implanted for the left eye and distance vision iol was implanted for the right eye. The consumer reported experiencing light sensitivity especially on a sunny day or when watching television and has to wear sunglasses indoors and outdoors. Originally, the consumer was told he/she would have close to perfect vision and will be able to drive with no problems. The consumer will seek a second opinion and is wondering if an iol exchange or eye laser treatment can be done to correct the issue. Add'l info has been requested.